Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set had not been sticking well enough to the patient and the cannula has come out of the skin and leaked insulin. The patient has experienced elevated blood glucose levels as high as 450 mg/dl. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.